Manufacturer narrative:
It was identified that the status indicator was malfunctioning, which is not reportable. Codes have been updated to reflect this.

Event description:
It was found that the unit was registering the siderail as being in the up position when it was down. There was no patient involvement.

Event description:
It was found that the unit was registering the siderail as being in the up position when it was down. There was no patient involvement.